Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- health effect ¿ impact codes, health effect ¿ clinical code.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, h11 despite good faith efforts (gfes), no information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Event description:
It was reported that during use cardiosave intra-aortic balloon pump (iabp) alarm for gas loss in iabp circuit.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.